Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected since a few weeks. The user has to apply pressure on the implant area to hear sounds via the audio processor. At the beginning it was only on the morning, finally it lasted all day. Reimplantation is being considered.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected since a few weeks. The user has to apply pressure on the implant area to hear sounds via the audio processor. At the beginning it was only on the morning, finally it lasted all day. The user has been re-implanted.